Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
During a review of the event history for another report, it was discovered that failure code 810:11 occurred during infusion and caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.63.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause of failure code 810:11 was the ail pcb (air in line printed circuit board) which was disconnected from the phm (pumphead module) pcb connector. The phm has been replaced. A service history review revealed that this device was not previously serviced for the reported condition.